Manufacturer narrative:
A philips field service engineer (fse) went on site to troubleshoot the network connectivity issues. The fse discovered the pic ix hosts were not connecting with primary server and after running diagnostics from pic host and primary server, found the dns server to be offline and not resolving requests. The fse worked with customer it to reload new dns servers and restore patient monitoring services. After the servers were resorted the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the vitals are not crossing over into the server. The device was in use at the time of the event. No adverse event occurred.